Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received notification alert from the device and presented a merlin.net transmission. The ICD exhibited a long charge time. In the clinic, back to back capacitor maintenances were performed and were in normal range. The data review showed normal battery run down behavior. The capacitor charge time has been varying for an unknown reason. Patient will be followed remotely.

Event description:
New information received indicated that the device was explanted and replaced. The patient's condition was stable before, during, and after explant.